Manufacturer narrative:
Based on the results of the investigation, it is likely that the foreign objects found were due to the use of silicone-based products (such as simethicone, defoaming agents and lubricants), which can cause deposits of foreign material. If the customer used such products, there is a risk that foreign material may remain in the channel, even if reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and are therefore not recommended for use by olympus. However, the root cause of why the foreign objects remained in the device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, foreign material was found in the gastrointestinal videoscope's jet tube. There was no patient involved.